Event description:
It was reported that during a sleeve gastrectomy procedure, when firing on the middle of the malformed staples were noticed. The problem occurred during the 5th firing of the device and the malformed staples were in the distal end of the staple line. It was also stated that the device seemed more difficult to fire than usual. The same device was fired again with same result. Another device was used to complete the procedure. There was no adverse consequence to the patient. On what tissue type was the device used? Stomach at what location on the tissue? Middle. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 5th and 6th. If echelon, during which stroke did the event occur? What color cartridge was being used? Blue or gold. What other color cartridges were used before and after this event? None. Was buttressing material utilized? Yes if so, which product? Peri-strips. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.